Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness. H6 codes: health effect - clinical code problem code: e1305 renal impairment/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. At the time of the event, the patient was using a tandem t: slim x2 insulin pump. On (B)(6) 2026, the patient went out as usual but began feeling ¿off¿ and ¿out of whack.¿ her cgm reading at that time was approximately 160 mg/dl. She did not perform a fingerstick blood glucose (fsbg) check or administer any treatment. After returning home, the patient unexpectedly fell asleep and is unable to recall the events. From (B)(6) 2026, through (B)(6) 2026, she remained unconscious at home and was alone for approximately two days. No cgm readings, fsbg measurements, treatments, or injury details are available during this period due to her inability to recall events. On (B)(6) 2026, the patient was found and emergency medical services (ems) were contacted. Family members were notified. The patient reported that her dog remained on top of her during this time, which she believes may have helped sustain her but initially prevented responders from accessing her due to protective behavior. Her grandson arrived, secured the dog, and ems were then able to enter the home and transport her to the hospital. Upon arrival at the emergency room, the patient was admitted to the intensive care unit (ICU) and remained in a coma for approximately 2 to 2.5 days. She was diagnosed with diabetic ketoacidosis (dka), with reported blood glucose levels reaching approximately 2000 mg/dl based on hospital laboratory results. She also experienced kidney and cardiac complications and required dialysis. Additional diagnostic details and laboratory values were not available. During ems transport, her insulin pump was removed, and she did not have access to cgm data during hospitalization. After regaining consciousness, she received intravenous fluids and insulin therapy, resulting in fluctuating glucose levels (specific values not provided). On (B)(6) 2026, the patient was transferred from the ICU to a step-down unit. She was discharged on (B)(6) 2026. At discharge, her fsbg was 212 mg/dl, and later that day it was reported at 160 mg/dl. After returning home, the patient inserted a new cgm sensor. At an unspecified time later that day, she experienced vomiting and reported that her insulin pump was not delivering insulin. She subsequently contacted dexcom technical support for assistance with her tandem t: slim x2 pump and to better understand the potential cause of her recent medical event. The patient questioned whether the episode may have been related to her cgm or other contributing factors but was unable to recall details regarding the onset. At the time of reporting, the patient stated that she was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator from (B)(6) 2026. No additional patient or event information is available.